Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery depleted from 30% and shut off suddenly. The customer¿s blood glucose level was 115 (mg/dl). The pump was connected to a power source, charged and the customer resumed insulin delivery. Reportedly the customer would continue to use the pump for insulin therapy.